Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's printed circuit assembly (pca) board will be replaced to address the reported occurrence of a ventilator inoperative error being triggered. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Additional findings not related to the malfunction/issue was the accessory port cover missing and a write failure for the debug file error that had occurred on the device. There was no part replaced for the accessory port cover issue. The device's pca board will be replaced to address these issues on the device.